Event description:
General report received of unspecified number of undocumented incidents of air entering the coronary arteries during the injection of contrast via the cardiac cath pressure monitoring kit. It was reported that "medication was given to treat the patients' symptoms." Though requested, no add'l info was provided.

Event description:
Subsequent to the initial medwatch submission, the following information was received: there have been no instances or air emboli events recently attributed to the cath lab monitoring kit.